Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no root cause of the faulty patient circuit board set. In addition, the device might have been affected because it was manufactured before the design of the board was changed. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the evaluation found a no image issue with 180 series scopes; this was due to the patient board being defective. There was no patient or procedural involvement in this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the evaluation found a no image issue with 180 series scopes; this was due to the patient board being defective. The scope socket connector was also worn out, and the front panel was discolored. All of these evaluation findings required repair.